Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump had unresponsive buttons. The customer's blood glucose was over 600 mg/dl. The customer's mother stated that she was doing an infusion set change when she noticed that the insulin pump was not delivering any insulin. She stated that the display screen was frozen and whenever she pressed the act, esc, b, up/down arrow buttons, nothing happened. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis. She declined to complete the troubleshoot procedure for the high blood glucose. She was advised to monitor the customer and to follow up with his doctor to obtain a back-up plan.